Event description:
Color present. Potential problem of mix up when choosing gloves for latex sensitized pts, recommend all impregnated gloves that are latex be kept the color of latex gloves with green identifier on package only. Reporter is latex sensitized. Even the syntheic gloves the color of latex have been confused and on several occasions people have grabbed the wrong gloves, causing reporter severe reactions. Thus reporter recommends keeping all non latex gloves with color; all latex gloves yellow or color of latex.